Manufacturer narrative:
Device evaluation: visual inspection/product testing could not be performed as the product was not returned for evaluation. The reported complaint could not be verified. Manufacturing record review: manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this production order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zct400 20.5 diopter intraocular lens (iol) was noticed rotated from its initial 160 degrees placement to 4 degrees in the patient's left eye (os) at the 6-month visit with the doctor. The lens was implanted (B)(6) 2017. Reportedly, there was no patient complications or related injury and the outcome does not significantly interfere with activities of daily life for the patient. There are no plans at the moment to reposition the lens. No additional information was provided.